Event description:
Device has been explanted.

Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaint codes are: ¿ pain- breast, unable to observe as it is not related to the manufacturing process. ¿ seroma- breast: unable to observe as it is not related to the manufacturing process. As per the investigation procedure, creases and deformation were observed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Additional, changed, and/or corrected data: b5, d.9, h.3, h.6, h11 device evaluation: based on the product analysis performed, the assessments of the complaint codes are: ¿ pain- breast,: unable to observe as it is not related to the manufacturing process. ¿ seroma- breast: unable to observe as it is not related to the manufacturing process. As per the investigation procedure, creases and deformation were observed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required

Event description:
It has been determined that the event of seroma did not occur. Therefore, this record is no longer reportable to the FDA and will be unreported.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of seroma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma.

Event description:
Healthcare professional reported right side "recurrent seromas and tightness around the implant." The device remains implanted.